Event description:
It was reported that pump records showed insulin had been manually stopped even though customer did not recall stopping insulin and later experienced an alarm indicating pumping had been suspended, with blood glucose displaying ¿high¿ at an unspecified value. Customer gave a correction bolus using pump, did not need help from emergency services, and was instructed by technical support to always return to pump home screen and ensure screen was off before putting pump away so as to avoid accidental touches, and was informed that alarm served as reminder that insulin delivery had been suspended for an extended time, which customer understood and acknowledged.